Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the sterile water did not return well, so its use was refrained from.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. Visual evaluation of the photo samples notes one opened used silicone foley catheter with syringe. Verified for tray 6610j12rb with lot mykq3204 and material number 2758j12 and lot number ngjs1021.the condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Visual: received 1 all silicone foley catheter with syringe. Verified material number 2758j12 and manufacturing lot number ngjs1021. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) using returned syringe and inflated with no difficulty. However, asymmetric balloon was observed. The catheter balloon 10ml was deflated in within 59sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe, therefore the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test, the sterile water did not return well, so its use was refrained from. Per notification from investigator on 13jan2026, it was reported that asymmetrical balloon was found during sample evaluation on 11dec2025.